Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving a cormatrix ecm for carotid repair device and a reported surgical intervention with hospitalization. Details of the event are provided below: on (B)(6) 2013, the pt underwent a left carotid endarterectomy with cormatrix patch angioplasty. On (B)(6) 2013, the pt presented to the emergency room with an opening at the superior aspect of the endarterectomy incision. As the incision was draining a fair amount of clear fluid, out of an abundance of caution to rule out a lymphoma or a seroma, the physician elected to take the pt into the operating room for exploration and re-closure of the endarterectomy incision. It was noted the pt only had evidence of skin separation at the superior aspect of the incision. The incision was opened in the skin, and the fascial layer was opened to rule out lymphoma or seroma. There was no evidence of lymphoma, seroma, postoperative hematoma, infection, purulence or drainage; as such, no drain was placed. The wound was irrigated and the fascial layer and skin were re-closed. The findings were described as "simply a superficial skin dehiscence secondary to a pulled stitch" of the left carotid endarterectomy incision. The pt was taken to the recovery room in stable condition. There did not appear to be any device involvement since no action was taken related to the device during the reoperation: this report is being submitted as the pt was required to be hospitalized.